Event description:
On (B)(6) 2013 a patient whose age and gender was not reported received an implanted administration of rapidstrand iodine i125 seeds and experienced premature seed migration, in which a seed expelled in their uterine 2 weeks later. There was no occurrence of an adverse effect. Quality assurance investigation (B)(4) pending. Follow-up information received (B)(4) 2013. Report # 2915056-2013-00061 is a physician report from (B)(6) that involves a patient who experienced seed migration after implantation of rapidstrand rx for an unspecified indication. Past medical history and concomitant medications were not reported. On (B)(6) 2013, the patient received an implant of rapidstrand rx (iodine I-125 seeds in suture, patient-specific configuration). Two weeks later, the patient returned to the facility with one seed that had been expelled in the urine. The reporter stated that dosimetric evaluation showed that the patient lost 5 seeds from the implant, of which one was recovered and returned. Post-implant dosimetry, v100 and d90, was low but acceptable. The reporter assessed the potential impact of this type of incident as causing poor dosimetry and decreased tumor control should it recur. Quality assurance investigation (B)(4) is ongoing.